Event description:
A complaint was received via webform regarding a sensor error message while wearing the adc device. The customer was contacted and reported symptoms of hypoglycemia and felt "very absent." The customer was provided an "aa drink" by a third party for the treatment of hypoglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated, and no physical damage is observed on the sensor patch. The data was extracted from the returned sensor patch using approved software. The sensor was found to be in sensor state 6 (indicating abnormal termination) with a brownout reset event internally logged (event 21). No failure modes were observed with the sensor plug upon visual inspection. The returned sensor was sent for further investigation and de-cased. Visual inspection was performed on the pcba (printed circuit board assembly) and no issues were observed. An extended investigation has also been performed on the returned sensor. Visual inspection was performed on the returned sensor puck and no issues were observed. The battery was measured, and the results were within specification. Therefore, this issue is confirmed to brownout reset. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received via webform regarding a sensor error message while wearing the adc device. The customer was contacted and reported symptoms of hypoglycemia and felt "very absent." The customer was provided an "aa drink" by a third party for the treatment of hypoglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.